Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had charging difficulty. Pt stated that this is the 2nd time they charged the ins, and started charging when the ins was at 30%. Pt stated that when they first established the charging session, they got recharging excellent. Pt stated that they laid there for 1h 10m and didn't wake the screen up, but the ins only charged from 30-50%. Pt confirmed the green light was flashing above the controller screen during the entire charging session. Pt stated 5 minutes after realizing the ins only charged from 30-50%, system problem rm06 [77] appeared on the screen. The pt was walked through a controller reset. Pt inquired about the recharger (rtm) recall, which was reviewed. Pt confirmed there was no damage to the controller battery compartment. Some time was spent with the pt charging the ins. Pt reported during that time the screen went from recharging excellent, to looking for a device [15], to "charge complete" (pt meant finished), back to recharging excellent. Pt confirmed there was no damage to the rtm, but the rtm paddle was slightly warm. Had to call the pt back to collect the serial number of the rtm. Pt expressed frustration towards the external equipment, noting that they cannot be without therapy and depend on keeping the ins charged. Pt also reported getting the controller and li-battery pack r eplaced. It was reviewed that the replacement rtm should address the charging issue, so the pt can charge, and encouraged the pt to follow-up with the manufacturer representative (rep) if the issue doesn't resolve. Reviewed this with the pt rep (pt's spouse) as well. The issue was not resolved. An email was sent to the repair department to replace the device. While the agent was documenting the call, the rep called and got connected. Reviewed the case with the rep and the action being taken today (replacement rtm will be processed for the pt). The rep noted importance of the pt keeping the ins charged to help with the pt's symptoms of pain (no symptoms reported during the call). Reviewed the case with the rep. The next day the pt called to get tracking information for their replacement recharger. It was confirmed the shipment had been delivered to the pt's address on file at 10:44am. Pt said they had not received the package and was escalated. The pt said they would have to be bedridden all week because of this issue with the recharger antenna and could not charge their ins because of the issue with the recharger antenna. It was offered to ship another recharger antenna overnight to the pt, but the pt was not satisfied with getting another recharger antenna overnight and wanted to talk to a supervisor. Pt said the recharger antenna was the "third thing to be fixed" but they cannot get their ins to charge. It was discovered that the delivery was actually still in transit and this was relayed to the pt and they were much calmer now that they know it's on the way. No symptoms were reported.